Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As rec'd, the lead was severely kinked with all wires broken approx 14.5cm from the stimulation end. No functional testing was performed due to broken wires in the lead segment. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #'s 1627487-2011-00087, and 1627487-2011-00089. The pt rec'd her scs system on (B)(6) 2010 including three percutaneous leads. One of the original leads was replaced on (B)(6) 2010 due to impedance issues (see MFR report # 1627487-2010-02666). On (B)(6) 2010, it was reported that the pt's leads had migrated. Surgical intervention was undertaken to reposition the devices; however, intraoperative testing revealed that two of the three leads exhibited invalid impedance readings resulting in their replacement. The third lead was repositioned without incidence. The explanted devices were returned to the manufacturer for analysis.